Manufacturer narrative:
Isi has requested the instrument to be returned for evaluation. However, as of the date of this report, isi has not received the instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted total hysterectomy procedure, a wire on the long bipolar grasper instrument broke and an instrument fragment possibly fell inside the patient. The fragment was not found or retrieved. At this time, the location of the missing instrument fragment is unknown. It is unclear if the fragment actually fell inside the patient and was retained. In addition, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, a wire on the long bipolar grasper instrument broke and a pulley cover was found to be missing or partially missing. The instrument was replaced with a backup instrument. The customer completed the procedure with no other issue reported. It was further reported that the instrument was not inspected prior to use. After removal of the instrument, the customer identified a missing or partially missing pulley cover. It was alleged that a fragment from the broken wire had possibly fallen inside the patient. The customer could not confirm the moment when the instrument broke, nor could they ascertain if a broken piece actually fell inside the patient. An x-ray was not performed and no additional surgical intervention was conducted. No post-operative complications have been reported as of the date of this report. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the surgeon was performing a panhysterectomy of the myoma at the time of the event. The instrument was used for approximately 2 hours without removing it out of the universal side manipulator (usm) arm. The surgeon believes that the instrument breakage was caused by "wear due to repeated interference of the forceps during surgery (so far);" however, no further information was provided to confirm if the instrument may have collided with another instrument or a hard object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. Inspection of the instrument revealed a broken conductor wire at the bipolar yaw pulley. No thermal damage was observed. The instrument was subjected to electrical continuity testing and failed. Additionally, the instrument was further investigated and identified a broken bipolar yaw pulley. As a result of this damage, a broken piece measuring approximately 0.100¿ x 0.198¿ was missing at the area. The missing piece was not returned for evaluation. The likely cause of this broken bipolar yaw pulley is attributed to mishandling/misuse due to excessive force applied to the distal end of the instrument.